Event description:
It was reported a device movement occurred. A left atrial appendage (laa) closure procedure was performed using a 31mm watchman flx laa closure device with delivery system (wds). The closure device met all release criteria and was implanted. After release the closure device shifted proximally within the laa until the mitral side of the device was no longer in contact with the patient anatomy. An attempt was made to retrieve the closure device and during the retrieval process the closure device embolized from the laa and migrated to the mitral valve. Open heart surgery was performed to remove the closure device and an atrial clip was placed to complete the laa closure. The patient was transferred to the intensive care unit and is expected to make a full recovery.